Manufacturer narrative:
Report date: 19aug2021. There was no patient involvement.

Event description:
The customer called into technical support (ts) reporting that the device¿s display is dim and observed that the device is giving error codes 1118 (post) 5 v supply failed and 5012,1102 (post) check vent: primary alarm failed. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended customer to try replacing pm pcb to address code 1118 or swap pm pcb or display with another v60 to isolate component with problem. Also advised replacing speakers to address code 1102 and 5021. Provided part # for pcba, power management (pm) and customer will troubleshoot. The customer has replaced the pm pcb and speakers, to resolve the reported issues. The device passed required performance verification tests per philips¿s standards and returned to service.

Manufacturer narrative:
It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The device use context is unknown; however, it was stated that the device was not in therapeutic use on a patient at the time of the reported event. No patient harm or injury reported.